Manufacturer narrative:
The complainant reported that the leveen superslim needle electrode would not be returned for eval, as it had been discarded subsequent to the event, consequently, a physical eval will not be performed. We are unable to determine if it met specification. A device history record review was performed for this device. All records appeared normal and no quality related issues or mfg related deficiencies were noted at the time of MFR. A lot history search was performed and found no other complaints against lot number 9281907. The 2/2007 15-month trend report for this product family was reviewed; and there was no adverse trend noted.

Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) for hepatocellular carcinoma (hcc) was performed on a pt (age and gender unk). The procedure was performed on a liver tumor at the s2 liver level, with a midline approach. There was no adverse affects on the pt's condition during the procedure, however, during the hemostasis treatment performed subsequent to the rfa procedure, the pt went into a cardiac arrest condition. The pt was then intubated and a heart massage was performed, but the pt's condition was not improved. Therefore, an intra-aortic balloon pump (iabp) was then inserted, and a cardiac tamponade was noted under the echocardiographic image. The clinicians then began to transport the pt to the ICU, but the pt's condition became "suddenly bad". The iabp was then changed to a percutaneous cardiopulmonary support system (pcps). A thoracotomy was then performed and the incision was closed in the ICU. This pt treatment was successfully performed. During the pt treatment for cardiac arrest it was found that the leveen superslim needle electrode had been advanced to the heart and had gone through the cardiac apex of the pt's left coronary artery and became burned during the rfa procedure. The complainant reported that it was unk if the damage was thermal or traumatic in nature. One hour subsequent to the pt heart massage treatment for cardiac arrest, it was noted that the intubation tube had been inserted into the pt's esophagus in error. As a result the pt suffered brain damage and expired. The physician commented that this needle was unrelated to the pt outcome. Numerous attempts have been made to obtain add'l pt and event info. The complainant reported that no add'l info was available.